Event description:
It was reported that since december the patient has been receiving shocks with high intensities. She says that adaptivestim (as) was out of order and that the intensities vary. Sitting down she was at 0.8ma and that she felt intensities at 3.5ma. It was unknown if there were any contributing factors. Troubleshooting was performed. Checked the as positions on the tablet and on the patient controller. The positions corresponded to the patient's position. Removal of the as function resolved that issue. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information received from the manufacturing representative reported that there was a patient that since december, the adaptivestim that was programmed in september was fluctuating. Since september the patient had not reported anything abnormal. The patient stated that the remote control did not indicate the right positions and gave her discharges at 3.5ma in the sitting position but not all the time. The manufacturing representative checked the positions on her remote and on the tablet found nothing wrong. The positions indicated on the remote control were correct. The doctor found that the stimulator did not change positions. They stopped the adaptivestim function to see what happened.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.